Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed, and the reported problem was not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform and passed all relevant testing within specification. The probable root cause is attributed an improper customer setup of the sterile adapter on the arm. This is supported by log evidence indicating sterile adapter disconnection (error 31010), the inability to reproduce the issue during failure analysis, and follow-up confirmation that similar events were due to user setup error. This issue can be resolved by correctly reseat the sterile adapter on the arm, following system instructions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) obtained the following additional information regarding this event: the site said that it was an operating error. The arm would have worked if it had been operated correctly. If only two instruments are clamped in and pressed the change button on the console, the system switches to the arm without an instrument. And then the joystick locks when it is moved. Site was not aware that it was possible to switch to an empty drive, and the console was located in the corner between the operating theatres. The site that it still happens that I sit down at the console and the empty drive gets activated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the psm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy had and neck surgical procedure, the customer reported to technical service engineer (tse) in between two procedures that an instrument stopped moving on drive 3. The surgeon resolved the issue by moving the instrument to drive 2 and completed the case. Log analysis by tse revealed an error indicating a disconnection of the sterile adaptor (sa) on drive 3. Tse advised to reseat the sterile adapter (sa). The customer called back to state that the instrument on drive 3 became stuck in its lowest position while inside the patient. The instrument insertion and positioning were normal; however, the movement stopped suddenly when patient side manipulator (psm) 3 appeared to disconnect from the system while both the instrument and psm arm was grayed out on the surgeon side console (ssc). There was no error messages displayed and no relevant log entries. The customer was able to remove the instrument using the clutch, confirming there was no mechanical obstruction. The customer was able to continue the procedure using the remaining psm arms only. The procedure was completing with no reported injury.